Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery. As reported: "this lady had revision tar by me in 2020. Talus has failed looking to redo talus only with invision base plate, likely utilising screws into calcaneum. Although it was a stryker device that I implanted, I believe the failure is just due to poor bone quality. Subimoplant cysts have enlarged and the talar component has collapsed into the remaining bone."